Event description:
A complaint was received stating that a low reading was obtained on a customer's precision qid meter 1.9 mmol/l (34 mg/dl) when compared to a laboratory resulted 25 mmol/l (453 mg/dl). There was no report of death or serious injury. Medical intervention was not required. The comparison results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "e" zone, which is considered to be clinically significant.